Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump suspends and does not come back on. The customer¿s blood glucose was unknown at the time of the incident. The customer mentioned the insulin pump suspends delivery. Customer states that it might be having absence of alarm. The insulin pump is not expected be returned for analysis.